Event description:
It was reported that the patient presented in clinic for follow up after turning blue from the waste up after swimming. The patient did not feel any symptoms. The right ventricular (rv) lead had multiple episodes of noise being over-sensed. Noise was reproducible with isometrics. The rv lead was explanted and replaced with a competitor lead. The status of the patient was not reported.